Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service found the charge coupled device (ccd) unit was damaged. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - the entire image was blurred due to damage to the ccd unit - the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope - blurring the entire image occurred within the allowable range - the entire image was blurred due to damage or deformation of the connector the event can be detected/prevented by following the instructions for use: operation manual: - inspection of the endoscopic system operation manual important information ¿ please read before use - warnings and cautions. During the device evaluation service found a leak due to a perforation in the instrument channel (ch-tube). The scope connector demonstrated fluid ingress. The leak detection sticker was discolored. The universal cord coating was peeling. The image guide protector was damaged. The suction cylinder was scratched. The objective lens was cracked and demonstrated fluid ingress. The light guide lens demonstrated fluid ingress/water mark. The light guide tube demonstrated wear. Due to damage to the switch box, switch 2 was not working. Switch 1 was leaking. The insertion tube was scratched, wrinkled and sunken. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center for evaluation with a report that during preparation for use, a button leak was observed. There was no patient or user injury reported. During inspection and testing, service found the endoscopic image was blurred. This report is being submitted for the malfunction [blurred image] found during the device evaluation.